Event description:
It was reported during the implant procedure on (B)(6) 2019 the physician could not implant the lead due to patient anatomy. The procedure was abandoned and no product was implanted.